Event description:
The customer reported a leak of fluid from the right side of the lh750 instrument. The volume of the leak was reported as 10 ml or more and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a diluent leak under the differential shear valve (cvl85/126). The fse replaced the differential shear valve cvl85/126 to resolve the leak. (B)(4).